Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product st prc tib plt size 6 item# 00598004702 lot# 62682565, unknown nexgen cr poly insert - 14mm, unknown nexgen patella button size 35mm. G2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient was revised due to tibial implant fracture and joint infection. Implants removed and cement spacer placed in situ to clear infection. There is no additional information available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided pictures identified the tibial plate is fractured along with the other explants are covered in foreign debris. As the implants were not returned, further evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap and lateral views of the right knee show changes of total knee arthroplasty with cemented components. There is radiolucency around the keel and posterior tray for the tibial component and posteromedial subsidence of the tibial component. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.